Event description:
Reporter indicated that the vns pt rec'd high impedance during a systems diagnostics test. This was the first visit following a prophylactic generator replacement. No trauma has been reported. X-rays taken by the reporter have been requested to be sent to the MFR. The physician reviewed the x-rays and could not see a lead break. The pt was not programmed off. It is being evaluated whether replacement of the lead should be performed as the pt does not appear to be responding to therapy. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury.